Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.the device is expected to be returned for evaluation. It has not yet been received.

Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, the suture broke. A second proglide device was used to achieve hemostasis. There were no adverse patient effect reported. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation of the returned device found the monofilament, needle tip, cuffs and link were not returned. Since the monofilament was not returned, the reported experience of a suture break could not be confirmed. The guide tube was peeled and there was no abnormal observation found that could have contributed to the reported event. The plunger was returned and there was dent/stressed mark on the anterior needle barb which is consistent when the anterior cuff detached from the anterior needle tip during removal of plunger. The cuff detachment from the needle tip is likely the result of resistance or drag encountered during the procedure. There was no abnormal observation found on the returned device that could have contributed to the cuff detachment. Based on the investigation findings, the root cause for the anterior cuff to needle tip detachment could not be determined. No manufacturing or quality issues were detected. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
Info received indicates there is no function control on the left siderail due to the inter-cable assembly being cut and copper wires were exposed.